Event description:
It was reported that a right ventricular (rv) lead presented with high and unstable threshold levels and the implantable cardioverter defibrillator (ICD) failed to terminate the patients arrhythmia with multiple atp therapy attempts. The lead has been capped and replaced. The ICD has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).